Event description:
Customer reportedly received results of 394 mg/dl and 185 mg/dl within 10 mins on the advantage sys. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.